Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: incidental findings: review of the log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. The event was resolved by a corrective action implementation. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of possible ¿air lock¿; however, review of the submitted log files confirmed the reported low flow events. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account indicated there was tissue present in the left ventricle that was associated with possible obstruction issues. The system controller event log file contained events that appeared consistent with the patient's attempted implant procedure. A low flow hazard alarm was captured throughout the entirety of the file with estimated flow values ranging from 0.0-1.5 lpm. Multiple instances of gradual fixed speed increase were observed throughout the file, consistent with the manual speed adjustments reported by the account. When the fixed speed was increased to 4600-5000 rpm in each instance, estimated flow decreased to as low as 0.0 lpm. Upon subsequent manual decrease of the fixed speed in each instance, estimated flow appeared to slightly increase. The file also captured multiple intentional pump stop events which appeared consistent with the reported troubleshooting during implant as well as the removal of device support. No other notable events were captured. (B)(6) was returned assembled with the pump cable severed approximately 3.5" form the pump header. The distal portion of the pump cable also returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was returned partially retracted, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This chapter also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This chapter also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Chapter 5 of the IFU provides information on priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Chapter 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. This section also warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device. This chapter also states that a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after de-airing was completed, weaning cardiopulmonary bypass (cpb) had started. The heartmate 3 (hm3) ((B)(6)) was turned on 3000 rotations per minute (rpm), gradually ramped up to 4000rpm, then continued to increase rpm until 4800 rpm was reached. It was noted on system monitor that flows were running low at 0.2 liters per minute (lpm) with pulsatility index (pi) at 11-13, and power at 2.7 watts. On echocardiogram, the left ventricle (lv) was not unloading. Rpm was increased to 5000 rpm and flows decreased to 0.0 lpm. Pi and power remained the same. Troubleshooting was started. After echocardiogram assessment of lv and outflow graft (ofg) anastomosis it was decided that the pump had possible "air lock". The hm3 was turned off, ofg was clamped and hm3 unlocked from apical cuff. The surgeon back flowed blood through the pump and then repositioned the hm3 back to apical cuff via wet-to-wet connection. The power module and system monitor were swapped, the hm3 was turned back on and the de-airing process restarted. Weaning cardiopulmonary bypass (cpb) was restarted, and the rpm was ramped to 4000. The flow reflected 0.5 lpm. Then as ramping up to 5000 rpm, flows decreased to 0.0 lpm. The lv was full and not unloaded. It was decided to swap hm3 for possible pump issues. After the pump exchange and de-airing of hm3 ((B)(6)) the rpm was ramped up to 4000, flows were at 0.5 lpm, pi was 10-11, and power was 2.9 watts. An echocardiogram assessment showed blood moving into the flow. Rpm was then ramped to 5000 rpm and flows decreased to 0.1-0.2lpm. The surgeon saw something on the echocardiogram and removed the pump to remove tissue in the left ventricle (lv) for possible obstruction issues. When the surgeon unlocked the pump from apical cuff using the unlock tool, they somehow bent the locking mechanism and could not re-attach and lock the hm3 to the apical cuff, so another hm3 ((B)(6)) was brought into room to place in patient. A right ventricular assist device was placed. Intravenous (IV) inotropes and blood/blood product transfusions were given. Due to the long cardiopulmonary bypass, 2 pump exchanges, rvad placement, medications, and blood product requirements, the patient did not survive the implant procedure.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.